Event description:
It was reported patient underwent a lapitus procedure on (B)(6) 2013. During the procedure, the k-wire was unstable and created too big of a hole. As a result, a new hole was drilled and a new kit was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
Evaluation of the returned device found evidence to suggest the insertion angle was not in line with the drilled hole and excessive force was applied which lead to breakage of the product. Both of these are addressed in either the IFU or the surgical technique.